Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated procedure on (B)(6) 2021. A manufacturer representative met with the patient and deemed the ipg to be inoperable. As a result, surgical intervention may be pending to address the issue at a later date.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.